Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the hub was detached with the shield when the shield was removed. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel of one syringe. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 24oct2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with a gap between the barrel of the syringe and the needle assembly. (1) syringe with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue. " h3 other text: see section h.10.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found experiencing separation of the hub from the device before use. The following has been provided by the initial reporter: when removed the shield, the hub was detached with the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found experiencing separation of the hub from the device before use. The following has been provided by the initial reporter: when removed the shield, the hub was detached with the shield.